Manufacturer narrative:
After evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50. The issue will be tracked and trended internally.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported multiple suction alarms, with a possible sensor malfunction suspected. Patient outcome has not yet been determined, as the patient remains on device support.